Event description:
When operator tried to inflate the balloon, he noticed that liquid leaked out through the hub. It was noted that the hub was cracked. There was no damage on the outer box or product pouch. The devices were handled according to IFU. A new catheter was used to successfully complete the procedure. There are no reported adverse pt consequences.

Manufacturer narrative:
One non-sterile 3.5x18mm cypher select + was received coiled inside a plastic bag. The hub was evaluated and inspected visually and is noted to be vertically cracked. The crack starts at the injection molding point and concludes at the hub thread. The stent was not deployed and visually it was correctly placed. The unit did not show any damage. A review of the manufacturing documentation associated with this lot, presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure was confirmed. The exact cause of failure could not be determinate; however, it appears to be related to the manufacturing process. An internal investigation has been opened to address this kind of failure. Cypher select product is not distributed in the us; however, it is similar to us distributed cypher product.